Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012327410 was returned and analyzed. Visual inspection was performed and the catheter was received without guidewire. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a part not exceedingly approximately a quarter of the total length. The continuity test was performed with multimeter for the returned catheter. The electrical continuity test passed for all electrodes and impedance were normal. The catheter was reprogrammed before connection to the generator via a catheter interface cable test, and therapy deliveries were successfully performed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires. The electrode wir es appeared entangled within the shaft at the distal end of the shaft. Dissection of the catheter confirmed that the electrode wires were entangled at the distal end of the shaft. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while prepping the pulse select catheter and sliding the capture device over the array, the slider mechanism could not move at all. Several attempts were made to resolve the issue, including removing the pv tracker wire and pulling the capture device back, but the catheter remained non-operational. The catheter was replaced with a similar product. There was no patient involvement.